Event description:
It was reported that the communicator was stopped working after the power adapter overheated. The patient noticed a burning smell and heat, and the adapter prongs appeared to melt into the wall outlet, damaging it. A boston scientific technical services (ts) assisted the patient in troubleshooting. An electrician replaced the outlet and wiring was unaffected. There were no storms or outages observed. No injuries reported. The communicator issue persisted. The company representative advised replacing the communicator. The communicator was no longer in service. No adverse patient effects were reported.